Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. All operating currents are within specification . And no unexpected insulin flow blocked alarms, failed battery alarms, low battery alert, power loss alarms, replace battery alerts, or replace battery now alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed replace battery now alarm without prior low battery alarm. The customer's blood glucose level was unknown at the time of the incident. The customer received second occurrence of replace battery now alarm without prior low battery alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.